Event description:
It was reported that an unspecified number of pen ndl 31ga 8mm 100 bx 1200 la experienced leakage during use. The following information was provided by the initial reporter: customer informs that when applying (at the time of insertion) there is bleeding and also pain in the application. He also mentions that it occasionally leaks insulin.

Manufacturer narrative:
H.6. Investigation: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle pain, harm & leakage on lot#: 7018805. Investigation summary: customer returned (12) open 8mm, 31g pen needles without the tear drop label. Customer states that there is bleeding and pain and occasionally leakage. All returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). See attached spreadsheet. All samples were also tested and all were able to expel properly without any observed leakage. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31ga 8mm 100 bx 1200 la experienced leakage during use. The following information was provided by the initial reporter: customer informs that when applying (at the time of insertion) there is bleeding and also pain in the application. He also mentions that it occasionally leaks insulin.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 31ga 8mm 100 bx 1200 la experienced leakage during use. The following information was provided by the initial reporter: customer informs that when applying (at the time of insertion) there is bleeding and also pain in the application. He also mentions that it occasionally leaks insulin.